Manufacturer narrative:
The probe snd13.1.63 is assembled with small tube, which prevents the air lumen from being knicked in the cranial bolt. This assembling process step is made with the glue.because of too much glue, there was formed an agreggation. As a result, the diameter of the probe was changed so that it could not be pushed through the cranial bolt.

Event description:
Email from xxx, (B)(6) 2016 to xxx: complaint from (B)(6) for ps hello all, I just received complaint regarding product snd13.1.63 from (B)(6). S/n of this probe is (B)(4). Image 4, you can see that the probe can not be pulled through the cranial bolt, as shown on photo. On the other 3 photos, you can see that on the connection point of the balloon and tubing is dry layer of glue. Based on this fact, (B)(6) supposes, that this is the reason, why the probe can not be pulled through the cranial bolt. Can this be the reason? Should be the glue looking like this? Thank you for explanation. Xx (B)(6).